Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection resulting in the decision to explant the device. The device was explanted on (B)(6), 2011. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.